Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure on (B)(6) 2016. According to the complainant, while removing the sheath, the hypotube detached. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the clip was half deployed. The clip assembly and over sheath assembly were not returned. The yoke was still attached to the control wire, which was then actuated and deployed. There was a kink noted in the control wire and the coil was stretched at the distal end to the extent that the bushing came off. Only the proximal end of the tension breaker was returned. Based on the evaluation of the returned device, the sheath was removed before the procedure, which may have contributed to the failures observed. The directions for use (dfu) requires that the user advances the device down the scope with the over sheath on the device. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure on (B)(6) 2016. According to the complainant, while removing the sheath, the hypotube detached. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.